Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 2+ in right eye and 1+ in left eye. The topical steroid dosage was increased and a oral steroid was prescribed (medrol). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/15 -3.50 x .00 x 90, left eye pre-op 20/20 -3.25 x -.50 x 30. Flap was irrigated in right eye on (B)(6) 2018. Uncorrected visual acuity from (B)(6) 2018 is 20/20.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The manufacturing site reported the system manufacturing date as 2007 (only year was provided).